Event description:
The pt received her scs system including a neurostimulator receiver on (B)(6) 2002. It was reported that stimulation would turn off after several seconds of turning it on. The receiver was replaced on (B)(6) 2008. Follow up on the pt found that no further issues have been reported. The explanted receiver was not returned to ans for evaluation. No further info is available.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.